Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient received a multipurpose catheter placement without complications. Approximately 4 days later, the patient returned to the hospital as a result of the hub separating from the device. The physician removed the device and replaced it with another device from this manufacturer. It was also noted that the physician did a "tug test" on the hub prior to placement in order to ensure that the device was not loose. Aside from the additional procedure there was no reported harm to the patient as a result of this product problem.